Manufacturer narrative:
Review of the returned device identified damage on the rim of the shell near the anti-rotation features. The damage is consistent with multiple indentations suggestive of extraction damage. Device history records for the lot code associated with the shell were reviewed. No deviations or anomalies were noted in the manufacturing process. The tm shells from this lot were 100% inspected and accepted by a certified operator at the time of manufacture. The reported device is used for treatment. Review of the complaint history indicated no prior complaints for the part-lot combination associated with the reported shell. The continuum acetabular system surgical technique, indicates to the user "the labeled outside diameter of the acetabular shell represents the true hemispherical diameter of the implant. An appropriate undersized reamer must be used to prepare the acetabulum if a press fit condition is desired. The amount of press fit used should be determined at the time of surgery and be based on bone quality." As reported the same size (48mm) reamer was used for a cup with 48mm od. Based on the provided information, a likely cause for the reported issue is inability to achieve the desired press fit/stability, due to the chosen size of reamer, in relation to cup size.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the surgeon could not get the cup to obtain the desired stability after impaction. An alternate cup was used.